Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed that the clinical observation resulted from invalid memory content in an area affecting the communication. As a result the device could not be interrogated and a ram dump could not be performed. Please note that this observation did not affect the therapy functionality of the device. The data after re-initialization of the pacemaker in the clinic were inspected and showed a normal and expected device behavior. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The therapy functionality of the device was not affected and the data from the follow-up after reinitialization documented a normal pacemaker behavior.

Event description:
This pacemaker would not interrogate. A revision is planned in the future. The patient is a (B)(6) female.